Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was 480 mg/dl. Customer stated that her insulin pump had an issue releasing the insulin and was alarming motor error. Nothing further was reported.